Event description:
It was reported that there was a malfunction resulting in inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced to resolve the issue. A: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.